Event description:
A remote alarm was returned to the manufacturer for preventative maintenance. During testing, the device did not audibly alarm when ac power was connected. The device was not in pt use. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed their investigation.